Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an insulation failure and decreasing impedance was noted on the right ventricular lead. It was noted the lead was implanted twenty five years ago. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.